Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 300-399 mg/dl.